Manufacturer narrative:
Analysis received the unit with blank display and constant tone due to corroded mother board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 114 mg/dl at the time of incident. She stated there is fluid under the lcd display. She stated the insulin pump has a constant tone occurring. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.